Manufacturer narrative:
(B)(6). Concomitant medical products: item #unk, unknown head, lot #unk; item #unk, unknown stem, lot #unk; item #unk, unknown cup, lot #unk; item #unk, unknown screw, lot #unk. Huk, o. L., bansal, m., betts, f., rimnac, c. M., lieberman, j. R., huo, m. H., & salvati, e. A. (1994). Polyethylene and metal debris generated by non-articulating surfaces of modular acetabular components. The journal of bone and joint surgery, 76 b(4), 568-574. Retrieved from (B)(6). Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).

Event description:
It was reported in a journal article, the back surfaces of the pe liners showed burnishing. Burnishing damage was consistent in the areas between the screw holes where there had been direct contact with the metal backing and especially severe around the deformities caused by screw holes. No additional information is available.